Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The customer does not test the qc regularly and tests only one level.

Event description:
The initial reporter received questionable elecsys hiv combi pt assay results for 1 patient sample tested on the cobas e 411 analyzer (rack system). On (B)(6) 2026: the initial result from the analyzer was 15.48 coi (reactive). On (B)(6) 2026: the repeat result of an hiv ab assay from an external laboratory was 0.08 index (negative). On (B)(6) 2026: the repeat result from the analyzer after a new calibration and qcs was 18.30 coi (reactive).